Manufacturer narrative:
The gross examination was completed without evidence of any issues. Device availability, initial MDR accidently omitted that the device was received for analysis on mar 24, 2017.

Manufacturer narrative:
This perceval s valve was explanted after 3 years and 2 months due to a reported prosthetic stenosis and moderate regurgitation. Leaflets calcification, detected with visual and x-ray analysis caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from a leaflet tear. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification) .

Event description:
It was reported that the patient had a perceval s implanted in (B)(6) 2013. Follow-up was without incidences until (B)(6) 2016. The patient had anaemia with hemoglobin of 4 g/dl requiring transfusion of 4 units of packed red cells. Iron deficiency and hemolysis was seen. Transthoracic echocardiogram showed signs of degeneration with moderate central regurgitation and thickening of leaflets. Once iron deficiency was corrected hemolytic anaemia continued. Referred to a hematologist for a deeper study but the only cause of anaemia was intravascular hemolysis.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.